Manufacturer narrative:
Further info from the reporter regarding event, prod, or pt details has been requested. No add'l info is available at this time. The event of "large lumps" is a physiological complication and analysis of the device generally does not assist allergan in determining a probably cause for this event.

Event description:
Healthcare professional reported a pt having an injection with unk filler in the temple on each side of the head. The pt developed large lumps. The healthcare professional treated the pt with hylase with no success. The symptoms are still ongoing.